Event description:
Caller reported a power source alert issue. There was no adverse impact on the customer's blood glucose level. Customer support instructed the caller to plug the wall adapter into a known working outlet for at least 30 minutes to see if the pump would begin charging and to call back if the issue persisted.